Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead recorded a high, out-of-range (oor) shock impedance (>2500 ohms). An unspecified surgical intervention was performed to mitigate the issue. Requests for additional information did not provide further details. No adverse patient effects were reported. Information indicates the system remains in service.